Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A root cause could not be identified. Based on the results of the investigation. The most probable cause for the failure was not established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an abnormal image. The event occurred prior to procedure. There were no reports of patient involvement.